Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they went into pool with insulin pump and they put a battery into the insulin pump and got a battery out limit alarm, but when they tried to clear that alarm the keypad was not responsible. The customer blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reports there was fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, rewind test and displacement test or verify failed battery alarm and no button response due to blank display.